Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240; which occurred on the homechoice during use, during dwell 3 of 4. The baxter technical service representative (tsr) explained the alarm to the patient. They informed the patient they would need to end therapy for the evening. The tsr assisted the patient with ending the therapy. The hp would do a manual drain continuous ambulatory peritoneal dialysis (capd). The tsr instructed the hp to contact their nurse in the morning. On (B)(6) 2011, the patient was contacted regarding the reported problem. They stated they just ended therapy for the evening but were able to continue therapy the next evening without further problems. The hp stated that there was nothing unusual or different with the supplies that could have led to the alarm. They did not have samples nor recalled the lot numbers. The patient has already communicated with their nurse regarding the alarm. They have been continuing therapy without further problems.